Manufacturer narrative:
Concomitant product: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 87 31sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly of pump motor o-ring wear. Analysis of the 8731sc catheter found the sc connector had coring-tears-cuts in the seal, which met leak criteria.

Event description:
It was later reported that the patient did not have concerns regarding their device or therapy however it was then also reported the patient was still having concerns with their device or therapy but was working with their health care provider (hcp) or device manufacturer representative. It was then however reported the patient had not sought further help. Conflicting information was provided and no further information was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the pump ¿fell¿ in the patient¿s abdomen in the past. The patient did not provide details on what had occurred. The patient mentioned that she was to go into the office on (B)(6) 2014 to have a dye study performed because she had a leg amputation scheduled for (B)(6) 2014 and they needed to know if the pump needed to be replaced; they needed to know what the status of the system was. At the patient¿s last pump appointment telemetry read ¿6 months¿ and the patient was told that she ¿had 6 months left from now¿. There were no pump alarms. No patient symptoms were reported. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's pump was to be removed on (B)(6) 2014. The patient's pump was not turned off, and was delivering saline. The patient noted she was going to "have it removed laryngeal mask airway (lma), and doesn't want to be intubated." The patient questioned this, and was referred back to her healthcare provider (hcp) regarding her concerns. The patient reported the pump was going to be removed because it was recalled, and the pump only lasted five years. The patient reported she was told the pump would last seven to ten years. The patient was very disappointed she was not contacted about the recall because "the life of the battery was cut almost in half." The patient reported the pump was a pain in the neck to refill, it was sticking out in the patient's abdomen like a big hockey puck, and the patient has had chronic shingles since it was implanted. The patient noted the hcp strongly believed the pump was causing the shingles. It was also noted the patient did not want intrathecal opioid anymore because she kept getting shingles. However; there was no issue with the pump positioning. The patient reported the pump had been a pain to refill since implant. She noted it "cost her a lot of money because they can't get it, they have to take her into outpatient surgery to get it, they can't access the port." It was also reported during the dye injection study the cerebrospinal fluid (csf) could not be aspirated so the patient decided to just remove the pump. The dose was decreased gradually until the morphine was replaced with saline and then explanted. The positioning of the device was not corrected. The patient recovered without permanent impairment. Should additional information become available, a supplemental report will be submitted.